Event description:
It was reported via repair work order that the foot end jack was stuck raised due to damaged release rod bracket no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.